Event description:
Patient noticed that blood glucose readings were steadily increasing up to the 200+ mg/dl range on the suspect device. He went to dr. Who increased his glucose medication and also prescribed rezulin for him to take. When testing on a new vial of suspect strips, his blood glucose readings returned to normal. Patient is fine. Controls were run on new strips and were in range.